Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 443mg/dl less than a day after the pod was activated. When it was removed, the cannula appeared kinked. She was driving during the call and therefore couldn't access any additional history.